Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
This is case 7 of 22 reported to baxter (B)(4) by the senior nurse of a (B)(6). It was reported that when opening the transfer set, the twist clamp cracked/broke. As a consequence the set started leaking. The pd therapy was stopped. The patient had been on continous ambulatory pd therapy for at least 5 years. Reportedly, the customer was careful when opening/closing the transfer set. Alcohol-ethanol 70% based disinfectants were used for sterilization of the skin and catheter, titanium adapter and transfer set (not spray, but cotton wool). These disinfectants must be used because the area is desert and it is very windy and dusty. These methods of sterilization had been used for a few years and there weren't problems like this before. According to the customer, the problems with the transfer set started in (B)(6) 2010. The exact occurrence date of this particular event is unknown. No sample was available for evaluation. No clinical consequences for the patient involved have been reported.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.